Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that for two weeks the patient had obtained elevated blood glucose readings. On the morning of (B)(6), 2012 the patient obtained a blood glucose reading of 500 mg/dl, and she experienced the symptoms of dehydration, hunger, fatigue and trace ketones. The patient corrected her glucose level with a bolus dose of insulin via the pump and her subsequent reading was 250 mg/dl. The patient noted there was moisture in the cartridge compartment and it smelled like insulin. Troubleshooting revealed the patient claimed no issues with the infusion site, however she did report pain, bleeding and scar tissue; no issues with the infusion set, no air bubbles in the tubing, all pump programming, settings, date/time, and basal settings were correct, and the total basal/bolus doses given correctly matched those programmed. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after it was noticed there was a leak of insulin in the cartridge. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump and cartridge were returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection of the cartridge compartment showed no signs of leaking. The pump was exercised for 24 hours with no delivery issues. There were no signs of moisture inside the pump. The cartridge was tested and no defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.